Event description:
Reporter stated the button of the pump is defective. No adverse event reported. The alleged product was requested to be returned for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. (B)(4). The soft components of the buttons were damaged by the customer but the buttons passed functional testing.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.